Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc (single board computer) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to boot up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no boot. The fse determined the cause of the problem to be a faulty sbc, which caused the system to lose its cmos settings. The sbc (single-board computer) runs the operating system. The sbc provides overall system control; optional surgical navigation interface; the operating system for video processing/ control and for image management. The sbc retains the cmos settings, which are basic firmware settings. If they get corrupted or lost, the system will not boot up. Fse replaced the faulty sbc to resolve the issue (fse had to install the sbc upgrade kit to replace obsolete components including the monoblock controller so they would be compatible with the new sbc). Based on age of the system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.